Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : the issue on instrument occurred when surgeon was trying to clamp on the tissue. There were no problems with motion of the instrument. The instrument did not remain static. The instrument did not move unexpectedly. The problem occurred during first clip application attempt. A back-up clip applier instrument was used without any problem. No photos/videos were available for review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm medium-large clip applier instrument would not release the clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. There were no missing pieces. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.